Event description:
It was reported that loss of aspiration occurred. The patient was presented with deep vein thrombosis of the lower extremity. The target lesion was located in the lower extremity. An angiojet solent omni was selected for use in a venous thrombus aspiration of lower extremity. During the procedure, approximately ten minutes after initiating power pulse mode, the console automatically switched to thrombectomy mode but stopped functioning about eight seconds later. The foot pedal did not response. After pressing the reset button, thrombectomy mode was restarted. However, aspiration remained weak despite multiple catheter adjustments and balloon assistance. Angiography confirmed poor thrombus extraction. The device was in thrombectomy mode and there was no error message displayed when the issue occurred. The device did not continue to pump or infuse saline when aspiration was lost. Furthermore, the tip of catheter was kinked, and it was difficult to advance the 6f sheath. The machine froze during thrombectomy mode and had to be restarted twice. There were only a few water droplets inside the pump. As this had occurred frequently in the past and did not affect its use, the physician judged that it had little to do with this. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Updated h6: evaluation conclusion codes. E1: initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the device was returned for evaluation. Visual inspection of the returned device revealed that the waste bag was cut from the device and was not returned. No other abnormalities or damage was found on the device including any kinks. A functional test was performed, and the catheter was able to be successfully primed and run without any aspiration problems, error messages, or other functional issues. No other issues were identified with the device.

Event description:
It was reported that loss of aspiration occurred. The patient was presented with deep vein thrombosis of the lower extremity. The target lesion was located in the lower extremity. An angiojet solent omni was selected for use in a venous thrombus aspiration of lower extremity. During the procedure, approximately ten minutes after initiating power pulse mode, the console automatically switched to thrombectomy mode but stopped functioning about eight seconds later. The foot pedal did not response. After pressing the reset button, thrombectomy mode was restarted. However, aspiration remained weak despite multiple catheter adjustments and balloon assistance. Angiography confirmed poor thrombus extraction. The device was in thrombectomy mode and there was no error message displayed when the issue occurred. The device did not continue to pump or infuse saline when aspiration was lost. Furthermore, the tip of catheter was kinked, and it was difficult to advance the 6f sheath. The machine froze during thrombectomy mode and had to be restarted twice. There were only a few water droplets inside the pump. As this had occurred frequently in the past and did not affect its use, the physician judged that it had little to do with this. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Updated h6: evaluation conclusion codes. E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).e1 - initial reporter phone: (B)(6).

Event description:
It was reported that loss of aspiration occurred. The patient was presented with deep vein thrombosis of the lower extremity. The target lesion was located in the lower extremity. An angiojet solent omni was selected for use in a venous thrombus aspiration of lower extremity. During the procedure, approximately ten minutes after initiating power pulse mode, the console automatically switched to thrombectomy mode but stopped functioning about eight seconds later. The foot pedal did not response. After pressing the reset button, thrombectomy mode was restarted. However, aspiration remained weak despite multiple catheter adjustments and balloon assistance. Angiography confirmed poor thrombus extraction. The device was in thrombectomy mode and there was no error message displayed when the issue occurred. The device did not continue to pump or infuse saline when aspiration was lost. Furthermore, the tip of catheter was kinked, and it was difficult to advance the 6f sheath. The machine froze during thrombectomy mode and had to be restarted twice. There were only a few water droplets inside the pump. As this had occurred frequently in the past and did not affect its use, the physician judged that it had little to do with this. The procedure was completed with another of the same device. There were no patient complications as a result of this event.